Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d1, d4(model#, catalog# & UDI#), d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11 corrected fields: a getinge field service engineer (fse) was dispatched to evaluate the iabp unit was able to confirm the reported issue. The machine not switching on and after switching on machine was given continuous beep sound and display showing blank. Fse found 10 amps. Fuse on the p/s blown again & again. Suspected motor controller pcb was faulty. The fse replaced the new motor controller. Now machine tested found working ok. The fse handed over equipment to customer in good working condition.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (clinical and impact code) updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
It was reported that during machine testing before patient use, the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involved.

Event description:
N/a

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not switching on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.